Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device not returned.

Event description:
This event involved a patient who experienced a high power event approximately 15 days post heartware lvad implantation. On (B)(6) 2013 the patient presented with ldh of 900 and reports of slight increase in power, he/she was placed on heparin drip, followed by a return to baseline parameters. On (B)(6)2013 the patient presented with hematuria, increased plasma free hemoglobin and pump power up to 5 watts. Patient was started on heparin drip with plans for possible integrillin or tpa and placed on the ICU with close monitoring. The site stated that the patient was sent to the operating room (or) and underwent a pump exchange on (B)(6) 2013. Investigation is on going.

Manufacturer narrative:
Hvad pump was returned to heartware for evaluation. Review of the manufacturing documentation confirmed that pump met all requirements for release. Post-explant engineering analysis did not reveal any conditions that could have caused or contributed to the reported event. Review of the controller log files revealed an increase in power consumption and flow, as well as high watts alarms that correlate with the reported event. Independent pathological analysis confirmed the presence of thrombus within the pump. While the cause of the reported event cannot be determined, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. No additional information will be forthcoming.